Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. P-cap or reservoir locks properly into place. Unit received with cracked retainer, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4).

Event description:
Information received by medtronic indicated that the back of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.